Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to product performance issue. An additional information from the field representative had indicated that this lv lead had displayed high pacing impedances and loss of capture (loc). A lead fracture was confirmed by fluoroscopy. This lv lead was explanted. No additional adverse patient effects were reported.